Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It is reported that: the pt received a revision surgery on (B)(6) 2001. She has been experiencing significant pain since (B)(6) 2012. The pain is in the middle part of her hip. The pain is constant and intensifies with prolonged activity. The pt reports difficulty standing for any length of time because of the pain. The pt inquired if the stryker implant was recalled. She will fax an implant sheet for a product inquiry.